Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a gravity comp calibration for surgeon side console (ssc) 1. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the instrument was drifting on universal surgical manipulator (usm) 4. The tse reviewed the logs and found no related errors on usm 4. The tse advised the customer to remove and swap the instrument, but the issue persisted and occurred on usm 1 and usm 2 with all instruments. The customer was advised to switch to surgeon side console (ssc) 2 and confirmed that there was no drifting issue with ssc 2. The tse explained that it could be an initialization error during the startup of surgeon side console (ssc) 1. The tse suggested that the customer perform a hard power cycle, but the customer refused due to the ongoing procedure. The customer resumed the surgery with ssc 1 without further issues. The tse followed up with the customer after surgery and was informed that the surgery was completed using ssc 1. The tse advised the customer to perform a hard power cycle on ssc 1 and the customer agreed to do that before the next procedure and would call back if needed. The tse reviewed the system error log again and noticed an occurrence of error 23075 pointing to a possible gravity compensation issue on ssc 1. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An fse later went on site and replaced the universal surgical manipulator (usm) from the same system. This could have been a contributing factor to the event previously reported. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This universal surgical manipulator (usm) was returned for failure analysis and the reported 23118 error p1=3 was confirmed but not replicated. In system logs, the 23118 error was found indicating motor encoder fault on the axis 3/degree of freedom (dof4), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, dof 4 chipencoder virtual absolute (cva), cva disk, flat flex cable (ffc), and axes controller spar hall sensor (acsh) were inspected, but no faults could be identified. The dof4 chipencoder virtual absolute (cva), cva disk, flat flex cable (ffc), and axes controller spar hall sensor (acsh) are consistent with the reported event and are the potential root cause for this issue.